Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. As the alarm occurred in the past, troubleshooting was unable to be performed. After the customer repositioned and selected "resume insulin", customer reported the issue was resolved. The customer's blood glucose was 122 mg/dl.